Event description:
The meter had no power. The medical affairs specialist (mas) spoke to the pt on 11/17/05 and obtained/verified the following info: blood glucose results of "461 mg/dl, 326 mg/dl and a 321 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt also mentioned that she has had intermittent power with the device since 8/2005. Sometime in 08/05, prior to going on a cruise ship, she experienced symptoms of pain in her stomach and felt lightheaded. She tried to test and was unable to obtain a reading. She took insulin based on how she was feeling. She contacted the paramedic's and emt's took the pt to the hosp where she was told her reading was "normal." The pt did not receive any medical treatment. The battery was replaced less than a year ago and the battery contacts were in good condition. Customer care agent (cca) sent the pt a replacement meter.